Event description:
It was reported that the device was unable to be interrogated. During the replacement procedure, the set screw of the device was unable to be removed from the device header. As a result, the right atrial (ra) lead was unable to be removed from the device, which caused damage to the ra lead. The device was explanted and replaced and the ra lead was capped and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to interrogate and difficulty to remove the lead was not confirmed. The device was received from the field with the header separated from the body of the device, the lead was already removed from the device, and the header was damaged. As received, the device was interrogated with inductive telemetry with normal results. Visual inspection of the header and connector did not reveal any anomalies related to the field concern. Additional evaluation could not be performed due to the physical damage of the device. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.